Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v931596, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient reported a return of symptoms and it was occurring daily. There was no fall or trauma that could be related to this issue. The issue was not related to positional movement. The patient had breast cancer and had a lumpectomy and the device was on; however, it was noted that the symptoms returned weeks prior to this procedure. The patient stated she might have had a urinary tract infection (uti) and had an appointment tomorrow to see an urologist. It was noted that the change in therapy/symptoms was considered sudden. This occurred in (B)(6) 2015. The patient's relevant medical history includes gastrointestinal/pelvic floor. A healthcare provider (hcp) later reported that there were plans in progress for an implantable neurostimulator (ins) replacement for low battery. The uti was noted to be not related to the device therapy, but it was reported that the cause of the uti was unknown and antibiotics were given due to the uti.